Event description:
Caller states customer had low blood glucose symptoms with blood glucose result of 202 mg/dl obtained on the advantage system. An ambulance was called, and a result of 40 mg/dl was obtained on the professional device (timeframe between results is not known). Customer was treated with an IV of "insulin" and customer's symptoms improved. Requested return of suspect device, and replacement was sent.